Event description:
Clinical trial. It was reported that during a coronary intervention procedure, the maverick balloon burst causing a dissection. Access was gained through a short, 6f sheath in a retrograde fashion in the right common femoral artery and a 6f q-4 guiding catheter was placed in the ostium of the lmca (left main coronary artery). Balloon angioplasty was performed on the previously placed stent in the lmca to ramus and resolved after several inflations. Then the physician felt that the proximal cx (circumflex) also needed revascularization. The previously placed stent in the distal lmca to ramus was further dilated with a 1.5 middle market maverick balloon. This balloon was also used to dilate the 80% lesion of the mid cx and was then removed. Then this 2.5x15mm maverick balloon crossed the previously placed stent struts and into the proximal cx. The balloon was inflated to 8 atms and ruptured causing a dissection of the lmca. The balloon was removed and a 3.5x16mm taxus stent was deployed cross the lmca dissection and into the ramus, overlapping the previously placed stent. This resulted in excellent flow into the ramus and into the cx. Additional postdilation of the stent overlap area was performed with the delivery balloon from the taxus stent. The final result was excellent with great flow into the ramus and into the distal cx bed. The pt remained hemodynamically stable throughout the procedure without any EKG, clinical, or other angiographic effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.